Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was unresponsive. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.